Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204-belt unusable) has been confirmed. As received, the belt was unable to communicate with a monitor. Upon investigation, there was an open along the yellow (pgnd) wire inside the trunk cable. The cause of the test failure and the service code is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was service code 204 (belt unusable).